Event description:
It was reported that suctioning difficulties were encountered on a homecare pt intubated with a size 4 fen, fenestrated low pressure cuffed tracheostomy tube. Problems were encountered inserting and withdrawing a 14fr suction catheter which reportedly caused discomfort to the pt. The 4fen device was removed and replaced with a second 4fen device with no further problems encountered. The device was reportedly in use less than two (2) weeks. There was one (1) pt involved with no reported pt compromise. The 4fen device was returned to the MFR for decontamination, analysis and investigation on 09/26/97.